Manufacturer narrative:
(B)(4). The device has been received but the eval has not yet begun. A f/u report will be submitted once the failure investigation has been completed.

Event description:
Customer reported an over infusion of diltiazem. A 100ml bag of diltiazem was infusing at 5ml/hr over 20 hours. The bag was found empty after three hours. There was no report of pt harm and no medical intervention was required. Pt's blood pressure and heart rate remained stable. Although requested, no additional pt or event info was provided.